Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("after removal she's down to zero, she still has a three for joint pain.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("after removal she's down to zero, she still has a three for joint pain."). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. The reporter commented: case received from television media "the fifth estate / cbc news network". After removal patient's down to zero, she still has a three for joint pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.